Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿, peripheral IV cannula, is becoming from dislodged from the needle and when pushing it is rupturing. The following information was provided by the initial reporter: that when the protective sheath is being removed the cannula is becoming dislodged from the needle and when pushing the cannula back onto the needle it is rupturing the side of the cannula.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 27-sep-2022. H6: investigation summary: one actual sample without packaging were received by our quality team for evaluation. The sample was subjected to visual inspection. The needle pierced through the catheter near the tip area was observed. Blood stains were also observed. A device history record could not be evaluated as the lot number is unknown. From the returned sample, the needle was observed to be pierced through the catheter tip. The assembly process was reviewed. If the needle pierces through the catheter during the manufacturing process, the defect would be detected and auto-rejected by the inline tip spear vision inspection system. Based on the verbatim, the needle pierced through the catheter ¿when passing the cannula back onto the needle¿. The user is recommended to follow the caution on the instructions for use, which states ¿if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur¿. The blood stains on the returned sample indicated it was used. Therefore, this nonconformance most likely occurred during product application, outside of the manufacturing facility.

Event description:
It was reported that the bd insyte¿, peripheral IV cannula, is becoming from dislodged from the needle and when pushing it is rupturing. The following information was provided by the initial reporter: that when the protective sheath is being removed the cannula is becoming dislodged from the needle and when pushing the cannula back onto the needle it is rupturing the side of the cannula.